Event description:
The report received from the field indicated that approximately forty-six months after the index procedure, the patient experienced an acute myocardial infarction (ami). Coronary angiography was done and the previously implanted cypher 3.0 x 18 mm stent was found to be totally occluded/thrombosed. The very late thrombosis was treated by aspiration of the thrombus and balloon angioplasty.

Manufacturer narrative:
The cypher 3.0 x 18 mm stent was implanted in the proximal left anterior descending (lad) target lesion at 18 atm for 20 sec during the index procedure. The patient's medical regimen at the time of the adverse event was unknown except for a daily aspirin. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.